Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported the patient¿s doctor did not discuss the cause and patient did not ask if the cause of the wound breaking open was determined. However, patient was assigned a wound nurse who cared for the incision. It was noted the cause of the ins not helping relieve lower back pain was determined, the patient¿s doctor sent patient to follow up x-ray, and he said that because of the deformity of my spine, the transmitter was not sending the signal toward or over the area of pain location. It was stated representative would present every 4 to 6 weeks for high frequency trials besides of medication. It was mentioned the lack of lower back pain relied had not been resolved. Patient still had pain daily in lower back which had been going on for over 10 years, and patient was looking for a tolerate level where patient can function normally. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported patient¿s device had never taken away the pain in her lower back like she was expecting. Patient stated she met with representative to see if higher frequency programming would give her the relief she was looking for. It was mentioned about a month after her initial surgery, her wound broke open, and she went to the or and needed a wound vac. It was noted patient had a delay with working with rep due to the issue with the wound. Patient stated she continued to work with the rep to see if she could find the best programming. It was noted patient was not controlling the pain like she hoped. No further complication and event was reported.

Manufacturer narrative:
Date for follow up #3 should have been (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.